Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens. During lens implantation, there was an unspecified capsule issue. Intervention was performed in order to enlarge the incision and remove the lens. An interior chamber intraocular lens was implanted, and the incision wound was sutured. Additional info has been requested.